Event description:
Healthcare professional reported right side deflation and implant exchange from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two broken on anterior assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ white particles observed outside of the device. ¿ observed a delamination total of the plug strap disk shell (cohesive failure) no further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "exchange from textured to smooth implants due to the patients concerns with the product with a right side deflation."

Event description:
Healthcare professional reported right side deflation and implant exchange from textured to smooth due to the concerns of the product. The device has been explanted and replaced.